Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. An alert for low atrial impedance was noted. The patient had a history of chronic low atrial impedance. The device was successfully reprogrammed and the patient would continue to be monitored.